Event description:
On (B)(6) 2018, a patient (pt) emailed to report a diagnosis of a bacterial infection while wearing acuvue oasys brand contact lenses (cl). The pt reported that after 48 hours of wearing the cls, the pts eyes water, the cls ¿move a lot¿, and the pts eyes ¿crust¿. The pt reported being diagnosed with a bacterial infection by an optometrist and was prescribed antibiotics (unspecified). The pt reported that the infection would ¿clear¿ but the pt has ¿reoccurring problems¿ when wearing the extended wear cls. Multiple attempts were made to obtain additional information, but were unsuccessful. No additional information was received. The suspect cl availability is unknown. No product or lot information was available. No analysis could be conducted. This report is for the left eye (os) event. A separate report will be filed for the right eye (od) event. If any further relevant information is received, a supplemental report will be filed. (B)(4).